Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 9 false positive results were obtained by the laboratory personnel. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. Confirmatory testing was performed using a gram stain and the results were negative. There was no report of patient impact.

Manufacturer narrative:
Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(4) roneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and downloaded the log files and checked the logs, found no issue. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 9 false positive results were obtained by the laboratory personnel. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. Confirmatory testing was performed using a gram stain and the results were negative. There was no report of patient impact.